Manufacturer narrative:
The initial MDR 2432235-2020-00223 was submitted on 03-mar-2020. Additional information (12-mar-2020): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the water bath degasser and aligned the sample and reagent mixers. An analysis of data (log files) found no evidence of instrument errors or reagent contamination. Quality control materials processed after the discordant samples were in range. The cause of the discordant, falsely depressed valproic acid (vpa) test results is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed. Section h.6 event codes and evaluation codes were revised.

Manufacturer narrative:
The customer contacted siemens to report discordant, falsely low valproic acid (vpa) test results were obtained for two patient samples from an atellica ch 930 instrument. Siemens is investigating the report of discordant, falsely low valproic acid (vpa) test results.

Event description:
Discordant, falsely low valproic acid (vpa) test results were obtained for two patient samples from an atellica ch 930 instrument. The same samples were repeated multiple times on the same instrument. The discordant results were not reported to the physician(s). The patients were known to be receiving valproic acid. The elevated results were considered correct and reported to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely low valproic acid test results.